Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer is questioning results for patients tested for elecsys ft4 ii assay (ft4 ii) on the cobas 8000 e 602 module. The customer states the ft4 ii results don¿t match the tsh results or the clinical picture for these patients. Peg precipitation tests were performed on the patient samples to check for an interference but the ft4 ii results remained the same. The customer sent patient samples to an external laboratory that uses the abbott method and the returned results were within the reference range and better fit with the tsh results and the clinical picture for these patients. The customer provided data for 3 patient samples. Based on the data provided, erroneous ft4 ii results were identified for all 3 patient samples and 1 patient also had erroneous tsh results. It is not known if the erroneous results were reported outside of the laboratory. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft4ii erroneous results. Refer to the attached data for patient results. There was no allegation that an adverse event occurred. The e602 module serial number was (B)(4).

Manufacturer narrative:
The unit of measure for the tsh results is miu/l. Patient ID (B)(6) is a female, (B)(6) years. Patient ID (B)(6) is a male, (B)(6) years. A specific root cause was not identified. Additional information was requested for investigation but was not provided. Calibration data was acceptable. From the information provided, a general reagent issue was not detected. Since no patient samples could be provided, the investigation could not be completed. Patients (B)(6) and (B)(6) both take thyroxine medication that is known to influence ft4 results from ft4 assays. Both the roche and abbott methods produced ft4 results above their respective measuring ranges. Product labeling states that in vitro studies levothyroxine caused elevated ft4 findings at the daily therapeutic dosage level. An interfering factor may be present in the patient sample with ID (B)(6) that either affects the tsh or ft4 ii assays from either abbott or roche diagnostics; however this could not be confirmed as the sample is not available.